Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad cover was intact with no visible damage observed. All the keypad buttons responded appropriately. The keypad cover was removed and there was no contamination found under all the button contacts. Unrelated to the original complaint, the display was dim, faded, and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that there was no damage to the keypad buttons. It was also reported that the up arrow, down arrow and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.